Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implantation procedure, it was reported that the stylet could not be inserted through the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of failure to advance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not show any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted in the lead body and removed with no restriction.